Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse spoke to the robotics coordinator and learnt that after the power cycle, there have been no recurrent issues with the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, site contacted technical support engineer (tse) to report site had a persistent message on the screen stating universal surgical manipulator (usm) 3 moved unexpectedly, press port clutch button. The caller pressed the port clutch button, but error persisted, and the usm still lit yellow. The usm was working fine, and surgeon was controlling, tse recommended removing instrument and undocking the arm and then redocking to see if it clears, if not attempt a system reboot to clear the error message. The caller stated they could not do so at the time but will try once they get to a stop or after the procedure. The procedure was completed with no reported injury.